Manufacturer narrative:
Physio-control evaluated the returned electrode and verified the reported issue. Physio observed that a pin is bent, preventing connection to the monitor. This was the cause of the reported issue. Physio sent the customer replacement electrodes.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when removing the quik-combo electrode pads from the package, they were unable to connect it to the device. They found that a pin was bent inside the connector of the electrodes. There were no reports of adverse effects to the patient as a result of the reported issue.